Event description:
It was reported that during a left primary cemented total knee replacement the screw/bolt from the introducer fell into the wound. It was not discovered until a post-op x-ray was taken. The screw/bolt remains in the patient.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.